Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that data log files were sent into the manufacturer for review due to the patient experiencing pump stoppage events. Low speed, low flow and driveline disconnected alarms were also noted. The data log file reviewed by the manufacturer confirmed the reported event. All of the alarms occurred while on the patient cable. It was also noted that no alarms have occurred since (B)(6) 2014 and the patient has been on both the patient cable and battery power. The alarms seemed to occur with patient movement, although they could not be replicated in clinic. For further evaluation, x-rays have been requested by the manufacturer.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6). The user facility number was not provided. (B)(4)

Event description:
Additional information was received from the (B)(6) stating: internal dl lead fracture.additional information was also received from the biomedical engineer indicating that the patient underwent a pump exchange on (B)(6) 2014 due to an internal lead fracture.

Manufacturer narrative:
The evaluation of the lvad confirmed an internal percutaneous lead (lead) wire damage that could have contributed to the reported event. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts; however, visual inspection of the lead revealed breaches to the insulation of the brown and red wires approximately 9¿ from the pump¿s nipple housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement in this area. Abrasions to the other wires within the lead were noted, but the remainder of the lead was otherwise unremarkable. If the exposed conductors of the brown or red wires contacted the braided shield while operating on a tethered power source, such as the power module, the resulting short to ground could have resulted in the alarms and pump stoppages that were confirmed through the evaluation of the submitted log file. The reported event could have also resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either tethered or battery power. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.